Event description:
It was reported that the customer has hospitalized with blood glucose levels greater than 600 mg/dl. It was stated that the customer also experienced the flu, thirst and sweating. It was stated that the customer had an infection as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.